Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit is failing helium leak test. There was no patient involvement.

Manufacturer narrative:
Additional customer contact information: name: (B)(6). Getinge field service engineer (fse) during the pm the cardiosave was failing the helium leak test. Had found the helium was leaking too quick and drop pressure rapidly. Replaced helium tubing line from the regulator to the cart and replaced tubing to helium gauge. Fse was able to slow down helium loss down slower manageable rate loss. The leak test was still not in the manufacture helium loss requirements. Was able to locate the helium loss at high pressure union joint fitting coupler. Re-secured fitting between the junction. Tested helium leak test multiple times without any further issues or failure. All work is shown on maintenance so# (B)(4). Cardiosave iabp pm services completed. Full pm, safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for clinical use.